Event description:
It was reported, a power on reset (por) condition occurred. The pt had a return of symptoms. There was no explanation for the event. Instructions were given to isolate the right stimulator being turned off. It was also reported, the pt's bilateral stimulators were implanted only three inches apart and some programming crosstalk had occurred due to this (refer to medwatch report #2004209178-2008-08536). The crosstalk had existed both pre and post stimulator replacement. The stimulator location was not altered at replacement time. The stimulator pockets will have to be revised to avoid this. Additional info has been requested from the hcp, but was not available as of the date of this report.